Event description:
It was reported that the patients ipg is at its end of life. The patient underwent an ipg replacement procedure. No further information could be obtained despite good faith efforts.